Manufacturer narrative:
The reported events were a helix mechanism issue, far p oversensing and lead slack issue. As received, a complete lead was returned in one piece with helix extended and clogged blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued inside the connector region consistent with procedural damage. After cutting, cleaning the lead, the helix was damaged during analysis. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported events of far p oversensing and lead slack issue were not confirmed. Electrical testing was normal.

Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited episodes of far p over-sensing. X-ray imaging was performed and revealed a dislodgement of the right atrial (ra) lead. The ra lead was repositioned on (B)(6) 2024. It was also noted that the rv lead had lack of lead slack. While attempting to reposition the rv lead, the helix could not to extend appropriately. The rv lead was explanted and replaced. There were no patient consequences